Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the surgeon found stands of lint on the posterior surfaces of lens. The surgeon did irrigation and aspiration and took it off. The surgeon also reported that, he had seen this upon opening package and looking at lens under the scope as well. Additional information has been requested; however, further information has not been received.